Event description:
A report was received that the patient was unable to fully charge her ipg. Premature battery depletion was confirmed by a bsn engineer. The next course of action for the patient has not yet been determined.

Manufacturer narrative:
A review of the manufacturing documentation of the device involved in the complaint found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.